Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the unit and determined battery replacement was necessary. The battery was replaced, and the unit successfully passed performance specifications before being returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer reporting a battery failure on a v60 ventilator. The device alarmed as intended and was not in clinical use. There was no report of patient/user harm.